Event description:
The customer reported that the t:slim x2 pump battery was not charging, and a power source alert was indicated in the pump history as alert 07. The customer was not using the tandem charging cable or wall adapter, instead opting for a third-party adapter. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to plug the wall adapter into a known working outlet for at least 30 minutes and planned to follow up. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.